Manufacturer narrative:
Device evaluation: three sealed packages were received for investigation. A visual inspection of the hypodermic needles did not reveal any defects or anomalies. The samples were removed from the packages and the needle cannula length and gauge were verified. The bill of material for the supplied needle ne482 was reviewed and found to be compliant with iso6009. The customer also provided three pictures. One of the photos had representations of patented smiths medical needle-pro edge hypodermic needles. These products have a needle-pro affixed to the cannula. Product # 4290 uses needle component (ne482) and needle-pro (mp836) which is a smiths medical legacy needle-pro luer lock device and the two components can be separated at the luer connections. This finished good does not contain the smiths medical trademarked needle-pro assembly. All legacy needles have an orange needle-pro with varying-colored needle hubs to reflect the cannula length. Sm edge needle-pro needle products have different needle protection hues depending on the needle gauge. The assembly machines used to manufacture these two types of hypodermic needles are different tiromat designs. One is specific to the manufacture of edge products. Additionally, the tyvek package design created by smiths medical has a color code on the printed material which corresponds to the needle gauge. Based on these findings, this complaint could not be confirmed. No further action will be taken at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. DHR review found no discrepancies or anomalies relevant to the complaint.

Event description:
It was reported that there was an issue identified with the jelco needle-pro syringes 23g gauges. They have orange colored needle protection devices, which is associated with 25g needles. The photo of the needles in their packaging makes it difficult to distinguish their gauges. Upon closer inspection, after removing the needles from their packaging and covers, they found that the needles are blue. The nhs supply chain image shows that the needle protection should match the needle color. This discrepancy could lead to incidents with patients if the wrong needle is used. There was no human harm reported.